Manufacturer narrative:
Additional information was received on november 6, 2020. In addition to the issues reported initially, the patient also experienced capsular contracture (baker grade unknown). The impacted product was received by the failure analysis lab on november 19, 2020. The evaluation of the device received by the failure analysis lab was completed on november 23, 2020. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease / fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction/rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. The breast was painful and began to swell up. Ultrasound, mammography, and a physical examination confirmed left sided rupture. As a result, replacement with 300cc mentor memorygel breast implants is planned for (B)(6) 2020.